Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention may be taken place to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the report incident is related to user error.

Event description:
Additional information received identified that ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.